Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon rupture occurred. The 80% stenosed lesion was located in the severely calcified left anterior descending artery (lad). The quantum maverick mr balloon catheter was advanced to the target lesion. Upon the first inflation at 10 atms for 20 seconds, a balloon rupture occurred. The procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'fine'.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon rupture occurred. The 80% stenosed lesion was located in the severely calcified left anterior descending artery (lad). The quantum maverick mr balloon catheter was advanced to the target lesion. Upon the first inflation at 10 atms for 20 seconds, a balloon rupture occurred. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination revealed blood and contrast were present in the balloon and distal outer of the returned device. The balloon was visually and microscopically examined and it appeared tightly folded. Inflation performance could not be tested due to the hypotube fracture. There are no anomalies regarding the balloon. The device was received in two pieces. The first piece measured 67 centimeters from the distal edge of the strain relief to the hypotube break location. The second piece measured 74.5 centimeters from the hypotube break location to the end of the distal tip. The hypotube fracture surfaces were inspected microscopically which revealed compression damage at the fractured ends. This is consistent with a fracture due to ductile over-load at a kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there are any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).